Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery. During set-up, the oxygenator purge line connection was difficult to remove. The product was not changed out, there was no pt involvement, and the surgery was performed successfully.

Manufacturer narrative:
Terumo has not received the actual device and will be submitting a follow-up report when more info becomes available. (B)(4).